Event description:
The customer called to report that "the needle never retracted" and that "the cannula was not ejected". Her bg's went high (500mg/dl) within a 24 hour period, at which point a manual insulin injection was administered. A new pod was activated and the suspect pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.